Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when the adjustment was made on 2026-mar-10 the program was changed and the stimulation was felt vaginally. There was no mention of migration or the device not working. The doctor also told the rep that they saw the patient yesterday and made a program adjustment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having an issue with their therapy. They had surgery on (B)(6) 2025 and did turn their ins off for the surgery. The caller couldn't move after the surgery and was always in depends. Caller stated that prior to the surgery they were having 100% improvement on the bowel and about 50% improvement on the bladder. Caller stated that they spoke to a manufacturing representative (rep) in march who assisted the caller in changing programs. Caller stated that they were getting to the point where they couldn't feel when they had to go. Caller stated that they felt like the ins may have moved. Caller wanted to know what adjustments they could make to help the issue. Agent reviewed programming guidance and walked the caller through the steps of changing the programs. Caller stated they did not want to change programs because they did not know what program they were previously on. Caller stated that they would further discuss with the healthcare provider (hcp). Caller mentioned that they have an appointment with the hcp on wednesday (B)(6) 2026.

Manufacturer narrative:
B3: event date is estimated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.